Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the memory port deteriorated, damage on the receptacle unit and board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii video system center could not connect with the 180 devices. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned unit, the video image was delayed. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.